Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable potassium (k+) results for 1 patient tested on a cobas b 221 instrument. There were questionable results reported outside of the laboratory. The initial k+ result was 2.4 mmol/l. Two different samples were collected from the patient at different times. The k+ results were 4.8 mmol/l for the first sample and 4.1 mmol/l for the second sample. It was not clear if the initial k+ result of 2.4 mmol/l was measured from the first sample with the 4.8 mmol/l value, the second sample with the 4.1 mmol/l value, or if it was from a third sample collected from the patient at a different time. Clarification has been requested but not provided. The k+ electrode lot number and expiration date were asked for but not provided.

Manufacturer narrative:
All controls recovered within limits. Controls do not show any abnormalities and are within ranges for all the ise parameters. No abnormal instrument or electrode issue could be identified. The difference in measurements seems to be due to the fact that the complained values were from 2 different samples, taken at different times. The investigation could not identify a product problem.

Manufacturer narrative:
Clarification was provided that the sample collected for the initial k+ result of 2.4 mmol/l was a different sample from the other two samples.